Manufacturer narrative:
Patient information was not available. No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Conclusions: no evaluation will be performed.

Event description:
3m received information from a customer that had received a medwatch form (3400300000-2010-8011) regarding a skin tear. Reportedly, while removing the 3m ioban surgical drape from a two month old male, the patient sustained a 5-6 inch long skin tear with partial de-epithelization of the skin at the bottom of the tear.